Event description:
It was reported that during a breast biopsy procedure, the equipment powered down. The case was completed with a competitors device. No pt consequence occurred. The equipment is being returned for service.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary - based on analysis results, this complaint is now determined to be a MDR malfunction. The customer complaint has been confirmed. To correct the issue, the power supply and vacuum pump were replaced. After servicing and upgrades, the unit passed all qa inspections. The device history record has been reviewed via the database. Complaint info is trended on a regular basis to determine if further investigation is warranted.